Event description:
It was reported that the dexcom g7 experienced intermittent bluetooth communication loss with the ilet, and reconnection occurred after the agent instructed a toggle between dexcom g6/g7 and an ilet restart; once reconnected, the ilet displayed a glucose of 328 mg/dl following a recent snack, with no alerts noted. Symptoms included hyperglycemia. Outcomes included a delay to treatment or therapy. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an interoperability problem characterized by intermittent communication failure, associated with the device¿s electrical and magnetic components, including the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.